Event description:
Report received from USA stating that the device had "damaged bearings." The device was not being used during surgery. It is unknown if there was patient/user injury or medical intervention? There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).